Manufacturer narrative:
No product returned for evaluation. Evaluation, method: product not returned for the evaluation. Evaluation was not possible, as the device will not be returned, however photos were supplied. Examination of the photo is inconclusive. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a distal biceps repair, endobutton was attached to the tendon; upon trying to pass the tendon through the humerus it became apparent the hole used to pass the flipping suture through, had a manufacturing fault where the hole was too close to the edge of the button. This created a sharp edge which lacerated the flipping suture several times. As the button was attached to the tendon, the surgeon couldn't remove without restarting whole procedure from the beginning again. Button was eventually passed with difficulty and remains in-situ. It is unknown if a back up device was available for use. It is unknown if the procedure was delayed due to the alleged malfunction.